Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad to treat the target lesion. An additional endeavor sprint rapid exchange (rx) drug eluting stent was implanted over lapping in the lad to treat complications of a dissection after the initial stent implantation. It is reported that the pt recovered with treatment. A third endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lcx to treat the target lesion.

Manufacturer narrative:
(B)(4): eval results: dissection.